Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, immediate implantation, swelling, bleeding, inflammation. 15 extractions + sinus lift + immediate implantation. Mm2024_0686 and 2024_0687 are the same patient.